Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received forty samples from the customer facility for investigation. The samples were evaluated. (B)(4) samples were draw tested. The customer's indicated failure mode for leakage with the incident lot was observed. The other twenty samples were filled to see if any leakage occurred with no leakage. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. A review of the manufacturing records was completed for the incident lot # 5357575 and no issues were identified. Conclusion: an absolute root cause is indeterminate. The most likely root cause is a part sticking to the mold.

Event description:
It was reported that blood leaked out the bottom of 13x75 mm 4.0 ml bd vacutainer® plus plastic plasma tube. No blood exposure to mucous membrane. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with the patient identifier in the patient information tab listed as (B)(6). It is actually (B)(6).